Manufacturer narrative:
The pump was returned to animas for eval. High force occlusions were confirmed in the history as reported by the pt. Eval demonstrated that the pump was operating within required specs and delivery accuracy.

Event description:
The pt was hospitalized for elevated blood glucose levels and dka. The pt's husband reported that the pump emitted occlusion alarms alerting the user that insulin delivery was interrupted.